Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va06fgx, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that patient lack of efficacy. Upon system evaluation, noted that patient amplitude was between 7 and 8 on all four programs. Impedance test revealed impedance greater than 4000. It was noted that all impedances were out of order. The device was not replaced but will be in future. The patient experienced urinary urge incontinence returned to baseline. Patient status was reported as alive no injury. The patient diagnoses were: urinary dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.